Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007: patient got admitted in hospital with pre-operative diagnosis: status post c5 to c7 fusion anteriorly with discectomies and anterior plating. Residual spinal stenosis, c5-6 and c6-7. Segmental instability, c4-5. Patient underwent the following procedures: posterior spinal fusion, c4-5 and c5-6. Segmental instrumentation, c4 to c6. Revision laminectomy and foraminotomies, c4-5, c5-6 and c6-7. Iliac crest bone marrow aspirate with bone morphogenic protein reconstitution. Per op-notes, ¿a posterior approach was performed to the cervical spine from c4 through c7¿ we now aspirated bone marrow from the iliac crest. We mixed this with cortical cancellous allograft chips and bone morphogenic protein¿ we now packed the bone graft and bmp sponges into the bony intersections.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.